Manufacturer narrative:
Date implanted: unknown as information was not provided. Date explanted: unknown as information was not provided. Device serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown, as product serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's operative eye. Patient reports surgery went very wrong and she had to have a second surgery. She still has horrible sight in that eye and was better off before surgery; sight now is 20-200. No further information is available.